Manufacturer narrative:
Investigation results for the returned platform as follows: visual inspection of the returned platform was performed and found that the front cover was cracked. The physical damage found during visual inspection is unrelated to the reported complaint of the platform displaying a user advisory (ua) 12 (lifeband not present) message that could not be cleared. A review of the platform's archive data was performed and found two occurrences of ua 2 on (B)(6) 2015, rather than on the reported event date of (B)(6) 2015, thus confirming the customer's reported complaint. An inspection of the returned platform found that the belt clip was not detected in the spool shaft because two of the screws of the lifeband clip reset switch were out of specification. A standard belt clip tool was used to torque the switch back to specification and to verify that the switch closed without the occurrence of a ua 12 message. Functional testing was then performed without any issues. Unrelated to the reported complaint, a load cell characterization test was also performed, which confirmed that both load cell modules were functioning within specification. Based on the investigation, the part identified for replacement was the front cover. In summary, the customer's reported complaint of the platform displaying a ua 12 message was confirmed during review of the platform's archive data and during functional testing. The root cause was determined to be two of the screws of the lifeband clip reset switch being out of specification. A standard belt clip tool was used to torque the switch back to specification and to verify that the switch closed without the occurrence of a ua 12 message. Unrelated to the reported complaint, a load cell characterization test was also performed, which confirmed that both load cell modules were functioning within specification. The physical damage found during visual inspection is also unrelated to the reported complaint. The platform is a reusable device and therefore these types of physical damage can occur due to normal wear and tear and/or physical abuse. After replacement of the front cover, the platform passed on final functional testing criteria.

Event description:
It was reported that during patient use, the autopulse platform displayed a user advisory (ua) 12 (lifeband not present) message. The medic pulled the autopulse lifeband completely up and reseated the lifeband but the advisory message did not clear. The medic then reverted to manual CPR (exact length of time was not provided). No adverse patient sequelae was reported. No further information was provided.

Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on (B)(4) 2015 for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed.